Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.

Manufacturer narrative:
The investigation into the controller error has been completed. The console was returned for investigation. The logs ended at on (B)(6) 2023 although the complaint was reported to have occurred on (B)(6) 2023. All recent available logs were viewed but none of them corresponded to the reported controller error. However, the long-term power data revealed the batteries were depleted given all battery cells we around 2.8 volt. The returned console was unable to boot up on battery power. On alternating current (ac) power, the console booted with a battery failure alarm. The batt test result indicated that both batteries were not charging despite the ac was plugged in given they were depleted and internally locked out. The investigator temporarily replaced both batteries with known good ones to ensure there was no issue with the power battery manager (pbm). The battery failure was likely due to depleted batteries. This report is being filed as part of a retrospective review of historical records.